Manufacturer narrative:
(B)(4). A review of the diagnostic codes show a loss of communications. The field service engineer (fse) installed the customer provided breath delivery (bd) printed circuit board (pcb). The fse loaded updated software onto the device. The ventilator passed all performed testing and calibrations.

Event description:
The customer reported an unspecified malfunction of the ventilator. The ventilator was not in patient use at the time of the event. A review of the diagnostic codes show a loss of communications. The medtronic field service engineer (fse) installed customer provided breath delivery (bd) printed circuit board (pcb). The fse loaded revision ak software onto the device. The ventilator passed extended self tests (est), short self tests (sst), performance verification testing (pvt) and calibrations.